Event description:
According to the event description: during drug delivery, the pump delivers a smaller volume of fluid than set.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation results: history inspection: the device history files were read and analyzed. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were intact and undamaged(production seal). The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.